Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver an unspecified volume of an unspecified solution at a kvo rate. The secondary tubing set was connected to the primary tubing set and was being used for piggyback delivery of an unspecified antibiotic at an approximate rate of 100 ml/hr. The customer contact reported that the secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use, while the secondary solution was delivering, it was reported that the primary solution was also delivering. Once the concurrent flow was noted, the nurse clamped the primary tubing set and the secondary solution was delivered. After the completion of the secondary solution, the nurse unclamped the primary tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided

Manufacturer narrative:
The customer indicated the device was discarded.